Event description:
A physician questioned patient's imx bhcg reuslt of 7000 miu/ml. The sample was repeated with a result of 11000 miu/ml. These results were generated using imx analyzer's autodilution protocol. All controls were within specification. The sample was sent to another laboratory where a result of 31000 miu/ml was generated (methodology unknown). This final result was in line with what the physician expected. There was no impact to patient management reported.